Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the error 2 message, which was unresolved with troubleshooting. The symptoms experienced by the patient proceeded the reported issue and therefore, the alleged issue did not contribute to the symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.